Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming pneumatic module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatic module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially, a surgeon reported two vitrectomy probes did not cut and did not aspirating during a procedure for retinal detachment repair. System parameters and calibration passed normally. No system messages were displayed. The surgeon has noted that problems only happen with 10,000 cuts per minute (cpm) probes and only with posterior cassettes. The case was completed using alternate cassette pak. However, the surgeon could not rule out a system problem. Patient impact was not mentioned. Additional information was received from the surgeon indicating the vitrectomy probe stopped cutting after ten minutes of use and just aspirated. This is one of multiple reports form this facility.